Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during a biopsy procedure according to the complainant, after removing the device from the product packaging, while preparing for the procedure, the clevis head was found to be bent. The account reported that no damage was visible to the packaging and the sterile barrier had not been compromised. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the clevis and the needle tail were bent. Functionally, the bent needle prevented the jaws from opening and closing properly. The riveting and crimping marks were evaluated and found to be within specification. The condition of the returned incident device was consistent with the complaint that the clevis was bent. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during a biopsy procedure according to the complainant, after removing the device from the product packaging, while preparing for the procedure, the clevis head was found to be bent. The account reported that no damage was visible to the packaging and the sterile barrier had not been compromised. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)